Event description:
As reported, during preparation for use for a therapeutic laparoscopic procedure, the device was found with no image. The patient was not under anesthesia at the time of the event. The intended procedure was completed with another device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated at (B)(4). During the device inspection it was reported that the customer reported issue was confirmed. There was no image found and was caused by a faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2, h3. G2 - initial report selected ¿consumer¿; however, this device is not used by a consumer and it was inadvertently selected. Checked "other" and added china. H3 - corrected to check "yes". Device was evaluated by manufacturer. D9 - device was returned to olympus in december 2021 but the exact date is unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a cable break. The specific root cause of the cable break could not be determined at this time. Olympus will continue to monitor field performance for this device.